Manufacturer narrative:
The insulin pump had an unresponsive button due to corroded keypad traces. The device passed the unexpected restart alarm error test. No unexpected restart alarm occurred. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms occurred. The motor passed the motor test. The device had cracked case at all corners of the display window, cracked reservoir lip, broken battery tube threads, broken battery cap, and a scratched display window, and a missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 267 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.